Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, interaction with the previously implanted and accessory device support. Reportedly, the lesion was heavily calcified which likely contributed to the reported physical resistance. It is possible that the reported air embolism could have been introduced via a syringe during introduction of contrast into the patient. Although the origin of the air embolism could not be determined it does not appear to be related to the device. Additional, information was received to confirm that the device was properly flushed prior to the procedure. Air embolism, hypotension and transient ischemic attack are listed in the xact instructions for use as known adverse patient effects with carotid stenting. The reported physical resistance appears to be related to operation context of the procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency and the treatment appears to be related to the operational context of the procedure. A review of the finished product lot history record did not reveal any nonconforming material records for this lot.

Event description:
It was reported that during the right internal carotid artery procedure the patient experienced a transient ischemic attack (tia) secondary to air embolism. After filter placement and predilatation, an xact stent delivery system (sds) did not cross the heavily calcified, stenotic lesion and was easily removed. Balloon dilatation was performed again and the same xact sds could not cross, despite neck maneuvers. An rx acculink sds was advanced but this did not cross the lesion. Dilatation was performed again and the same xact sds was advanced and successfully deployed in the lesion. Post stent deployment the patient experienced slurred speech and left hand weakness and hypotension. Angiomax, reopro and IV fluid boluses were given and symptoms improved. Angio images, taken after sds positioning and before stent deployment, were then reviewed, revealing air bubbles in the internal and external carotid arteries as well as in the cerebral vessels. All neurologic deficits completely resolved within two hours and tia secondary to air embolism was diagnosed. Hospitalization was prolonged for patient observation and the patient was discharged to home on (B)(6) 2010. There was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unk dil cath, emboshield nav 6 embolic protection device, rx acculink stent, heparin. The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.